Event description:
The patient reportedly had been doing well with the device. The device suddenly stopped functioning and the evaluation by the center confirmed that the unit was no longer functioning. Patient requested reimplantation with another clarion device.